Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited noise and oversensing of the minute ventilation (mv) signals. Rv pacing inhibition was also noted. Rv impedance measurements had been variable of approximately 450 to 1100 ohms. Additional information was received which noted that mv was programmed off. No adverse patient effects were reported. The device remains in service.